Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had completed broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner and missing end cap sticker. Reservoir fits properly into reservoir compartment.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 141 mg/dl. The customer stated that the whole top of the reservoir chamber is broke off and black o-ring is missing as well. The customer stated the reservoir is not able to lock into place. Customer is not sure how damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 230 mg/dl. The customer blood glucose have been consistent all day and but got high at night. Customer took a syringe to bring her blood glucose down. Customer declined high blood glucose troubleshooting.